Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo revealed that the winged female luer and male luer were not completely attached. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clear link solution set disconnected and leaked blood/fluid. The tubing was not completely attached to the component. There was no patient injury or medical intervention associated with this event.. No additional information is available.